Event description:
It was reported that the pt came from the operating room to the critical care unit in stable condition. However, on the day of the event, balloon disconnect alarms occurred. The pump screen then "blanked" and the pump shut off. The console was exchanged. There were no further reported difficulties or pt complications.